Manufacturer narrative:
Additional information was received that the patient was having charging issues along side the infection. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the patient was admitted to the emergency room due to an open wound. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7017061, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the patient was admitted to the emergency room due to an open wound. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the patient was admitted to the emergency room due to an open wound. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure.